Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one sample was provided to our quality team for investigation. We were unable to recreate the failure (leaking). A drainage line was attached to the valve, without issue. Water was introduced through the end of the valve via syringe, manually using low pressure. No leaking was observed at the drainage/valve connection; therefore, the reported failure mode was not confirmed. A device history record could not be evaluated as the lot number is unknown. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Description of the problem (what / why) - valve leaking. How often did the defect occur - once. Medical intervention (other than first aid) - not required. Needle stick/probe stick - not required. Other measures taken - yes. Safety problem - no. Problem solved - yes. How was the problem resolved / additional information - valve change. Photo / sample available - yes. Safety valve broken / damaged / defective - no indication / not applicable. Safety clamp open if valve broken. / damaged. / d.. - no indication / not applicable. Safety valve lug broken / damaged - no specification / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Successful drainage - yes. Contact with blood / body fluids - no indication / not applicable. Change in course of treatment due to event - no indication / not applicable. Connected device (pleurx/peritx/brand) - 50-9050a. Procedure performed by - (B)(6) employees performed in - home. Additional information - none / not relevant. Answers: - was there any damage noticed on catheter valve? - not known. - was the valve cracked or broken? - not known .- what was the impact to the patient? - valve change. - lot number associated with reported issue. - not known.

Event description:
Description of the problem (what / why) - valve leaking. How often did the defect occur - once. Medical intervention (other than first aid) - not required. Needle stick/probe stick - not required. Other measures taken - yes. Safety problem - no. Problem solved - yes. How was the problem resolved / additional information - valve change. Photo / sample available - yes. Safety valve broken / damaged / defective - no indication / not applicable. Safety clamp open if valve broken. / damaged. / d.. - no indication / not applicable. Safety valve lug broken / damaged - no specification / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Successful drainage - yes. Contact with blood / body fluids - no indication / not applicable. Change in course of treatment due to event - no indication / not applicable. Connected device (pleurx/peritx/brand) - 50-9050a. Procedure performed by - ewimed employees. Performed in - home. Additional information - none / not relevant. Answers: - was there any damage noticed on catheter valve? - not known. - was the valve cracked or broken? - not known. - what was the impact to the patient? - valve change. - lot number associated with reported issue. - not known.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0504. Patient problem code: f26 h3 other text : see manufacture narration.

Event description:
Description of the problem (what / why) - valve leaking. How often did the defect occur - once. Medical intervention (other than first aid) - not required. Needle stick/probe stick - not required. Other measures taken - yes. Safety problem - no. Problem solved - yes. How was the problem resolved / additional information - valve change. Photo / sample available - yes. Safety valve broken / damaged / defective - no indication / not applicable. Safety clamp open if valve broken. / damaged. / d.. - no indication / not applicable. Safety valve lug broken / damaged - no specification / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Successful drainage - yes. Contact with blood / body fluids - no indication / not applicable. Change in course of treatment due to event - no indication / not applicable. Connected device (pleurx/peritx/brand) - 50-9050a procedure performed by - ewimed employees. Performed in - home. Additional information - none / not relevant. Answers: - was there any damage noticed on catheter valve? - not known. - was the valve cracked or broken? - not known. - what was the impact to the patient? - valve change. - lot number associated with reported issue. - not known.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see manufacture narration.